Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approximately 4 months post procedure. It was reported via a trial that on (B) (6) 2009, the patient underwent xience v stenting of a restenosed unk stent within the pre-dilated arterial graft. On (B) (6) 2010, the patient experienced shortness of breath, weakness and pallor. Two days prior to this event, the patient's functional ischemia study was positive for periapical ischemia. The patient was hospitalized. Upon admission, the patient had new onset renal insufficiency of uncertain etiology and EKG revealed st elevation, depression, or bundle branch block. Additionally, the troponin and ck-mb levels were elevated, but not positive. On (B) (6) 2010, the patient experienced bradycardia, nausea and seizure activity, CPR and medication was administered due to patient's heart rhythm of pulseless electrical activity (pea). On (B) (6) 2010, the troponin level increased to 78, thought to be due to CPR and possibly acute myocardial infarction. On (B) (6) 2010, the patient experienced respiratory failure, pea and cardiac arrest; the patient was intubated. The patient expired on (B) (6) 2010. Cause of death reported as a combination respiratory failure, cardiac arrest with metabolic acidosis and pulseless electrical activity. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: there was no reported product deficiency. Atrial and ventricular arrhythmias (including bradycardia), death, ischemia, mi, and nausea are listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). It was reported that the xience v stent was implanted in the restenosed stent within the arterial graft. It should be noted that the product IFU states: "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm" as well as "safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: saphenous vein grafts or in-stent restenosis." In this case, it cannot be determined how the reported use in incorrect anatomy contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.